Manufacturer narrative:
Evaluation:on-going.

Event description:
Country of complaint: USA. Hydrocephalus shunt revision completed, surgeon indicates the valve was found to not hold the correct setting of 20mm h2o. Additional information has been requested and a supplemental report will be provided when the information is received.

Manufacturer narrative:
The prosa valve was manufactured by a qualified employee in january 2015. Abnormalities during assembly did not occur. The valve was sterilized by (B)(4) and released for shipment after final inspection. The prosa valve has a nominal pressure rating of 0 to 40 cmws. The valve specifications after closing the valve for 5 ml/h or 50 ml/h flow, for set pressure range 0, 20, 40 cmh20 were fine. The prosa valve was inspected as article fv701t. All parameters (opening pressure, reflux, tightness, adjustability and brake function) have been inspected and signed during the manufacturing process. All parameters were within the expected tolerance. Before release the prosa was pre-adjusted to pressure setting 20 cmh20. No testing method was conducted of the following test because of the missing approval: optical inspection, permeability test, adjustment test, braking force and brake function test. In case of an investigation the product characteristics can be influenced either by flushing with liquids, test bench measurements or if applicable, damage by opening the product. A release from the surgeon that he has noted the indication and agrees to an investigation. From the receipt of the product to the examination up to the return to the sender without investigation, 2 months have passed. According to an email dated (B)(6) 2016 the valve was sent back without examination. Given the fact that during the treatment with shunts the following complications may arise (as described in the literature): infections, blockages caused by protein and/or blood in the cerebrospinal fluid, over/under drainage it can only be assumed that deposits inside the valve might have impaired its function. The destructive testing could not be conducted because the permission of investigation was not released. Without the release of this report the investigation was closed.